Event description:
Approximately nine months after the implantation, the site reported the patient's urine was dark red in color and that he had elevated vad power consumption over the previous week. Of note, the patient had a history lower flows that were attributed to low volume status and treated with oral hydration and adjustment in his anti-hypertensive medications. He was also known to have pre-existing elevated afterload and was being treated with enalapril with his vad speed set at 2300 rpm. His vital signs included a mean arterial pressure of 87 mmhg and he reported feeling nauseated. The patient was treated with tpa with normalization of pump parameters. After this treatment, the patient's plasma-free hgb decreased, his urine color cleared and the patient is reported to be doing well.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad pump remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that hvad pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "low flow" alarms that occurred in the preceding week. The most likely root cause of the earlier low flow events and the subsequent increase in power consumption was the patient's history of low volume status. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. An increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.